Manufacturer narrative:
MFR's report date 03/19/98. The set was not returned to the MFR for eval, however, the MFR has investigated this issue and microscopic eval has revealed indentation on the membrane of the administration set indicating that the ball was positioned too high in the slot. It is suspected that the ball popped out of the assembly during the first accuation of the slider. The ball and slot were measured and both were found to be in nominal spec. The following corrective action has been implemented: 1) the assemblers were notified and reinstructed on the importance of the ball being in the assembly. 2) the assembly process has been changed by adding a slide activation or cycling to ensure the ball moves with the slide. 3) post activation, the assembly is inspected to ensure that the ball is present.

Event description:
It was reported that on two occasions the ball was noted to be missing from the accuslide which could have resulted in a freeflow condition. The sets were not being used on a pt at the time of the incident.